Event description:
Caller reported a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions for a complete pump reset, which resolved the issue as the caller was able to successfully start their sensor session without encountering the error again.